Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent moved on the stent delivery system. The target lesion was in the moderately tortuous, calcified, distal portion of the left circumflex artery (lcx). The 90% stenosed, target lesion was predilated with a 2.5x14mm non-bsc balloon inflated to 20 atmospheres. The physician had attempted to advance the 3.0x16mm taxus express2 drug eluting stent (des) to the target lesion but was unable to cross the lesion. The device was withdrawn, and it was noticed that the stent moved on the balloon of the stent delivery system. The procedure was completed using a non bsc device. There were no patient complications reported and the patient's current condition was listed as "good."